Event description:
Edwards received notification of a pascal in mitral procedure where the implant was attempted and then aborted because it was unable to grasp the leaflets appropriately and decrease the mr (mitral regurgitation) effectively. There was difficulty engaging on leaflet. The physician decided it was best for the patient that the team bail out. The procedure was completed with no change from mr at baseline severe. After reviewing the procedural transesophageal echo, the primary finding for the third pascal device was damage to valve anatomy. The damage to valve anatomy was a new p3 flail segment that is seen after the bailout of the 3rd pascal device. Additional information received from the clinical specialist stated that the ace was not effective at reducing the mr and the implanting team was becoming fatigued and elected to end the procedure. Additionally, most of the mr was coming from the functional component of the pathology. The surgeon who was assisting as third operator stated that this was probably not an appropriate patient and would probably be better with surgical repair or replacement.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for implant repositioned too far in ventricle or not elongated resulting in chordal entanglement was confirmed with objective evidence. The imaging evaluation confirmed damage to valve anatomy with a new p3 flail segment seen after the bailout of the 3rd pascal device. The possible root cause and contributing factors for damage to valve anatomy appears to be procedure related: interaction with chords. No manufacturing non-conformities were found in the returned sample or identified from the imaging evaluation. Available information from the imaging evaluation suggests that interaction with anatomy may have contributed to the reported event.